Event description:
Reporter reported that the "tube loosens from the luer connector at the distal end." There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical. This assembly is incorporated into the finished product by another country's MFR. The finished product is further assembled, packaged and sterilized by smiths medical international. One sample was received with the male luer lock (mll) separated from the tubing. Visual examination of the solvent ring indicated that solvent had been properly applied and that the tubing had been fully seated into the mll. The tubing measured within specification. No manufacturing issues were noted that would have contributed to a separation. Smiths was able to confirm the issue; however, no root cause could be determined. This issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.